Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an accelerated arrhythmia episode as well as two shocks delivered to convert an arrhythmia.